Event description:
Customer reported that the act and esc buttons on the insulin pump were not working when changing out the infusion set. Customer replaced the batteries and the buttons were still unresponsive. Customer's blood glucose reading at the time of the call was 167 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and missing end cap sticker.